Event description:
A physician reported that during vitrectomy surgery, the tip of an ophthalmic forceps became loose and detached. The surgery was completed on the same day using another forceps and with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections: d.9, h.3, h.6 & h.11. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaint associated with it. The investigation is completed based on the sample evaluation documented below. The returned product was received in a carton box without using the original packaging material, specifically the inner and outer blister, which offers protection to the instrument during shipment, was not used. In the carton box was a plastic bag containing the instrument. The instrument shows macroscopic sing of damage, namely the cover sleeve and the guide sleeve are broken apart, as well the tip is loose. The sample exhibits no surgery residues. The instrument was visually inspected with the aid of a photomicroscope using various magnifications, which shows the damage in detail. However, the point in time when the noticed damage occurred can no longer be determined conclusively, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed as the returned device shows significant damage, but a root cause for the reported issue cannot be determined. No root cause for the customer's reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).